Event description:
It was reported that the user experienced a high glucose alert after a recent supply change and declined a recommended full supply change, asking instead about using an insulin pen; the user was advised not to use off-system insulin due to algorithm impact and hypoglycemia risk, and planned to monitor glucose and disconnect if needed, with potential emergency evaluation if symptoms persisted. Symptoms included hyperglycemia. Outcomes included user self-monitoring and education on appropriate use and troubleshooting. Investigation included remote troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.